Event description:
The hcp reported the catheter was extruding from the pt's spine. The catheter was explanted and replaced. The pump was explanted and replaced at the same time due to "pump relocation." A follow up report will be sent when add'l info is rec'd.